Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. Upon investigation the battery was unable to power on the monitor or charge. The cause for the battery failure was isolated to an open r4 resistor on the pca board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.